Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent without definite diagnosis of peritonitis. The cause of the event was not reported. It was reported the patient visited" the hospital; however, it was not reported if the patient was hospitalized for the event. It was reported that "as a precaution", the patient was treated with unspecified antibiotics (for 10 days) for the event. At the time of this report, the patient had recovered from cloudy pd effluent 10 days event onset. Pd therapy was ongoing. No additional information is available.